Event description:
It was reported that the insulin pump is no longer working and will not deliver insulin. Customer has changed the infusion set three times and attempted to deliver outside the body and no insulin exited the tubing. The insulin pump did not alarm. Customer checked the alarm history the insulin pump alarmed no delivery one week ago. The blood glucose reading is 16.9 mmol/l. Customer treated with manual injection. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Drive support disk was inspected and no anomaly was noted. Units left in the status screen matched properly with the units left in the reservoir. Alarm history functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.